Event description:
The pump was returned for investigation. Investigation revealed the force sensor calibration was out of specification. This report is made based on results of the investigation performed on (B)(6) 2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: review of the pump¿s black box revealed loss of prime occurrences. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The force sensor calibration was out of specification. (B)(6).